Manufacturer narrative:
This report is submitted on december 5, 2019.

Event description:
Per the clinic, the patient had a loss of osseointegration of the implant when they were removing their processor. It is unknown if the patient has been re-implanted with another device.